Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 381817 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381817 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381817 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 381817. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381817 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. The following MDR is being submitted in association with this observation: 3005248192-2022-01127.

Event description:
The customer reported a discrepant result with the alinity m resp-4-plex assay. The customer ran sid (sample ID) (B)(6) on (B)(6) 2022 and returned a positive result for the rsv target. When reran on the genexpert platform, the sample tested negative for rsv. The result was not reported outside of the laboratory. There was no reported impact to patient management.